Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: visual inspection was performed and revealed no damages. Review of the archive files confirmed user advisory 7 messages on the date ((B)(6) 2013) of the reported incident. Functional testing was performed and confirmed that a fault 7 message was observed when the platform was powered on. Further inspection of the platform confirmed that a load cell was bad and the motor brake had seized. Based on the evaluation results, the customer's reported complaint was confirmed through review of archive data and functional testing of the returned platform. A probable root cause for the customer's reported complaint may be due to the observed bad load cell. However, a definitive root cause for the bad load cell could not be determined.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during biomed testing, the autopulse platform intermittently displays "advisory 007" (discrepancy between load 1 and load 2 too large). No patient involvement reported. No further information provided.